Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found distal tip and fiber damage, a scratched distal lens, and residue on external optical surfaces. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that the scope's external lens were cracked in a hip case. It is unknown if there was a delay or if a backup device was available and how the issue was resolved. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.